Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. At some point after placement the patient experienced shortness of breath, chronic leg pain, continued pulmonary embolism and the filter is unable to be retrieved. It was also reported that the patient is experiencing anxiety related to the device. The indication for the implant of the filter was deep vein thrombosis (dvt). The device was placed via the right internal jugular vein. The operative report indicated that the device was in a good position below the level of the renal vein inflows. There were no complications reported. Additional information contained in the patient profile form indicated that the patient became aware approximately two years after implant that the device could not be retrieved, although there have been no documented attempts at retrieval. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The reported ¿device unable to be removed¿, could not be confirmed and could not be further clarified at this time. Without the procedural films and/or post implant images to review, the reported retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety, shortness of breath, continues pulmonary embolism and chronic lower extremity pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, date of report, manufacturer name, city and state, model #, implant date, MFR site, date rec¿d by MFR have been updated accordingly.   Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in a legal brief, in an unspecified period of time after an optease vena cava filter was implanted, the patient had shortness of breath, chronic leg pain, continued pulmonary embolism and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The dates of implantation and attempted retrieval are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Shortness of breath was also reported and while the exact cause is unknown (based on the information received) it may be related to ¿continued pulmonary embolism¿ reported. Potential causes of the chronic leg pain could not be determined due to the lack of patient medical history provided. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6), an unspecified period of time after an optease vena cava filter was implanted, the patient had shortness of breath, chronic leg pain, continued pulmonary embolism and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment.